Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: correction to the event: the clips would not hold tissue once fired.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not hold tissue. They used another device to complete the procedure. There is no other information available for the rep from the account at this time. There was no patient consequence reported.